Event description:
It was reported to philips that the device had multiple etco2 errors in the device logs. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.